Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with the lancet not fully penetrating on his onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began one evening about 2-3 weeks prior to contacting lfs. The patient manages his diabetes with novolog 70/30 insulin and lantus insulin. The patient reportedly continued to administer his usual dose of medications. After the start of the alleged issue, the patient claimed he felt a symptom of blurry vision. The patient denied receiving medical treatment. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claimed he developed a symptom suggestive of a serious injury after not being able to test due to the lancing device issue.

Manufacturer narrative:
Follow-up # 1 ¿ (08/23/2013). The patient¿s lancing device has been returned and evaluated by lifescan product analysis on 8/1/2013 and 8/15/2013, respectively, with the following findings:the lancing device involved with this complaint failed testing. The lancing device was found to have holder cup cracked. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.